Event description:
It was reported that the patient underwent a revision approximately seventeen months post implantation due to pain and femoral loosening. The head and stem were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were reviewed and identified the following: an initial right tha was performed and the patient experienced two falls approximately five and six months post-implantation, however it was determined the falls were unrelated to the hip, and no device complications were reported as a result. The patient began experiencing pain eleven months post-implantation with a revision performed six months later due to increased pain and loosening. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.